Event description:
Device appears to be undersensing on the atrial lead on current and stored egms. At device classified termination of events, arrhythmia appears to continue due to possible atrial undersensing since (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).